Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ac power had failed and drawer failed. A field service engineer reseated cables from the computer sled to the power supply, replaced the power supply, and clipped wire ties to properly route cabling between the computer sled and the power supply. After receding the cabling, all drawer connectors were tested successfully using the hardware test application. The station was rebooted, and the customer was able to recover the drawers without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer could be opened, but each time it was opened, it resulted in an ac power failure causing drawer failure. The customer stated that the user managed to get the medication from alternative pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.